Event description:
The catheter may have an inner connection at the point where the surgeon places the stitches at the suture wings. The nurse use octanisept solution to clean the two lumens of the catheter and as a result the color of the lumen became white instead of being transparent.

Manufacturer narrative:
The device has not been returned to the manufacturing at this time for evaluation. A lot history review (lhr) of reud1005 showed no other similar product complaint(s) from this lot number.